Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodged in the patient. The 90% stenosed de novo lesion was located in a moderately calcified and non-tortuous left anterior descending artery. The lesion was predilated with an apex balloon. A 3.00x16mm veriflex bare metal stent was advanced to the lesion, but could not cross. Excessive force was used in attempt to cross the lesion. When the device was pulled back into the guide catheter, the stent caught on the guide catheter and dislodged in the femoral. The stent was successfully retrieved with a snare. The procedure was completed with another bare metal stent. No further patient injuries or complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.